Manufacturer narrative:
E1 reporting institution phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a sensor problem, and a proximal pressure sensor autozero failed error occurred. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Per good faith effort (gfe) response, a philips service engineer was not able to evaluate or repair the device as the device was out of warranty, and the customer did not accept the quote; therefore, no work order was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.